Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a manual bolus attempt. Customer also indicated that the numbers were scrolling on the display and that the pump had moisture in the left hand part of the display. Customer does not recall any significant events leading to the error. Customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting was done for button error but was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping during testing were noted. The pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.